Manufacturer narrative:
Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported event of fluid volume overload, pulmonary edema, pleural effusion and pneumonia with hospitalization. The cause of the adverse event is unknown. The patient was experiencing drain complications, however, there is no indication that increased intraperitoneal volume occurred during treatment. There is no allegation of a machine malfunction or deficiency reported for this event. Although the patient had been receiving drain complication messages during treatment, there are several external factors that could lead to the messages. The patient was able to complete treatments with manual exchanges as needed. Based on the available information a cause of the adverse event cannot be confirmed, although there is no indication that the liberty cycler malfunctioned or failed to perform as expected in relation to the event. The patient has a history of chronic obstructive pulmonary disease (copd) as well as asbestos related lung disease which could have contributed to the event. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported hospitalization due to fluid overload remains. Should additional new information be made available this clinical investigation will be reevaluated. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that they were hospitalized for overfill and weight gain (unknown values). Additional information was obtained through follow up with the peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital for fluid overload. The fluid overload was attributed to the patient¿s increased blood sugar (unknown values) which resulted in insufficient ultrafiltration (uf). The patient¿s diagnoses were pneumonia, pulmonary edema, pleural effusion and volume overload. The cause of the issues was unknown. The patient continued to be hospitalized and continued to complete continuous ambulatory peritoneal dialysis (capd). Hospital course is unknown, but the patient¿s condition is improving.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.